Event description:
A malfunction alarm identified as "malf 12" was reported, but it did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided the customer with information on how to reset the pump, assisting them in the process. After resetting, the malfunction code did not recur, and the customer could continue using the pump. The customer was advised to call back if the issue reappeared.